Manufacturer narrative:
An investigation was performed in response to a complaint of error 2300 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) observed that the x1 pitch sensor was not in the correct position. This investigation confirmed a misalignment of the pitch sensor due to a rack jam. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A complaint and service history review for serial number (B)(4) from installation date of 19aug2020 through aware date 16sep2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: [2300] s. Loader step feed failure. Cause: the pitch sensor (B)(4) failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check (B)(4) and the step feed mechanism.

Event description:
Customer reported an error 2300 s. Loader step feed failure. The error had occurred following a rack jam. The 900 analyzer is down and the customer runs category a analytes. This is a reportable event based on delay in reporting of patient results for class a analytes.